Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a problem with the insulin in the reservoir. Customer stated that his blood glucose level was higher than normal after about a day. Customer would change his set and noticed there was air in his reservoir. Customer stated that he has had multiple high blood sugars due to the air that has been in his reservoir. Customer stated that there was a leak because he noticed a strong smell of insulin from the reservoir opening since (B)(6) 2015. Customer stated that the leak occurred inside the pump. Customer stated that the reservoir was used and the leak was past the 2nd o-ring. Customer was advised to return the reservoir for analysis. Customer stated that he sees air bubbles between the two rubber 0-rings. Customer is returning the 10 reservoirs. No further assistance needed.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.